Event description:
It was reported that intermittent malfunction alarms occurred. The customer continued to use the pump and manual injections for insulin therapy. Customer¿s blood glucose level ranged from 140-145 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.